Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm xience prime stent was successfully implanted in the distal right coronary artery (rca) lesion and a 3.5x18mm xience prime stent was successfully implanted in the mid rca lesion. On (B)(6) 2014, the patient was hospitalized and edge stenosis was noted in the mid rca, 3.5x18mm xience prime stent. On (B)(6) 2014, a xience prime stent was implanted in the proximal-mid rca as treatment. The event resolved without sequela. On (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effects of stenosis as listed the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.